Manufacturer narrative:
As reported, the bard/davol phasix st mesh was used for esophageal hiatal hernia repair and about one year post-implant, the patient experienced dysphagia and erosion and underwent subsequent surgical intervention for removal of the mesh. Based on the information provided to date, no conclusion can be made. The warning section of the instructions-for-use, (IFU) states "for hiatal hernia repair, the use of phasix¿ st mesh circumferentially around the esophagus is not recommended." Additionally, the adverse reaction section of the IFU states ¿possible complications in hiatal hernia repair may include esophageal erosion and dysphagia related to crural fibrosis." To date, this is the only reported complaint from this manufacturing lot. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, a (B)(6) year old female patient underwent robotically assisted hiatal hernia repair with nissen fundoplication procedure on (B)(6) 2020 with the implant of a bard/davol phasix st mesh. It was reported that the surgeon may have cut a keyhole in the mesh and wrapped it around the crus, during implant. The patient underwent mesh removal surgery on (B)(6) 2021, with takedown of nissen due to dysphagia. Mesh was noted to be eroding into posterior aspect of esophagus. Esophagogastroduodenoscopy (egd) done during the procedure showed mesh inside lumen of esophagus and pieces of mesh were removed endoscopically. The esophagus was repaired. The patient is doing well.